Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of bending the trailing haptic; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, during the intraocular lens (iol) implant procedure, nurse was being told of a potential issue with the ¿blue¿ inserter with the pin, (inside the inserter). Inserter was bending the trailing haptic while the surgeon was loading the lens into the cartridge. Lenses were not defective. The lenses were not inserted into the patient¿s eye and issue noted during loading of lens into cartridge. There are two medical device reports associated with this patient. This report is 1 of 2.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).